Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event are failure to counter-sink the pin far enough below the distal cortex of the distal phalanx or failure to bend the toe to normal anatomical shape after the pin has been successfully implanted. No-compliance to the post-op protocol or post-op trauma to the surgical site. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a second surgery was performed, nine months post-op, to remove the tip of the implant that was starting to break through the patient's right large toe. The patient underwent a bunionectomy in 2008. She started experiencing pain and bleeding approximately 8 months post-op. Follow-up with the reporter provided information that the surgeon removed all portions of the pin during the revision surgery. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.